Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code, h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the bumper was splinted with risk of falling onto the sterile field. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the bumper was splinted with risk of falling onto the sterile field. Designated complaint unit employee confirmed based on photographic evidence that the bumper was splinted with missing particles and the paint was peeling from the suspension arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 medical device - problem code: mechanical problem/detachment of device or device component//2907, material integrity problem/crack//1135. Corrected h6 medical device - problem code: mechanical problem/detachment of device or device component//2907, material integrity problem/crack//1135, material integrity problem/degraded/peeled/delaminated/1454. Previous h6 component codes: mechanical/cover//772. Corrected h6 component codes: mechanical/cover//772, mechanical/coating material//4768. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the bumper was splinted with risk of falling onto the sterile field. Designated complaint unit employee confirmed based on photographic evidence that the bumper was split with missing particles and the paint was peeling from the suspension arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaire for diagnosis. Paint definition (B)(6). This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Regarding damaged bumper, the reason of this part missing remains unknown. A collision with another device can lead to a detachment but not to a tear. The most likely cause is that this bumper would have been cut voluntarily with a tool. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the bumper was splinted with risk of falling onto the sterile field. Designated complaint unit employee confirmed based on photographic evidence that the bumper was splinted with missing particles and the paint was peeling from the suspension arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
(B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the bumper was splited with risk of falling onto the sterile field. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.